Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on the same day for the event. The cause of the event was unknown. The patient was treated with an injection of vancomycin (given every 72 hours, dose, duration and route not reported). It was unknown if the patient had recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.